Event description:
When the physician opened the catheter, the distal tip was crushed. The box was in good condition.

Manufacturer narrative:
Technical evaluation: the distal tip of the catheter shows a flat spot between 9.5 and 12cm from the end. There are three additional flat spots that appear to have been made by forceps. Conclusion: the incident is confirmed but with inconsistencies in the report. The region on the catheter that is damaged is protected by the tube of the carrier card. This tube is undamaged. Either this product was damaged after removal from the package or it was inserted into the package this way. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02.a (lot # l14358). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot# l14358) indicated that 100% inspection was performed for this lot. No anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.